Manufacturer narrative:
Continuation of d11: product ID 37761 serial# (B)(6) product type recharger h6: updated to include c50526 on the ins. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). (B)(4). Analysis of the desktop charger ((B)(4)) revealed that the connector pin was bent. Date of event: event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that the patient's recharger (insr) would not charge and the connector pin was loose. They called back the next day, stating that and said that they received the new desktop charger (dtc) however it wasn't fitting into the top of the recharger. After reviewing, they determined that the broken tip from old connector pin was stuck and he was able to remove it with some pliers. The caller said that patient plugged in the desktop charger and said it was now charging. Patient services suggested that they recharge the recharger for a couple of hours and once the recharger was at least 1/4 full then patient can use to charge her implant. They suggested that if possible to keep recharger plugged into outlet while charger implant. She decreased the setting of stimulation to extend the life of the stimulator, however, it depleted and her pain returned about a couple days ago. No out of box failure was reported. No further allegations/complications were reported.